Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, the cat6 became clogged. Therefore, the physician decided to remove the cat6 from the patient and flush it. While flushing the cat6, the physician noticed that it was stretched. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the indigo system aspiration catheter 6 (cat6) was stretched approximately 124.0 cm from the hub and fractured approximately 129.0 cm from the hub. The cat6 was kinked in multiple locations throughout its length. Conclusions: evaluation of the returned device confirmed the cat6 was stretched and fractured. This type of damage typically occurs due to forceful retraction of the cat6 against resistance. Further evaluation revealed the cat6 was kinked throughout its length. This damage may have occurred due to forceful manipulation of the cat6 against resistance. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.